Event description:
International affiliate reports the disposable perforator was being used with a 3m drill in cranial surgery when the perforator failed to disengage and plunged. There is no report of injury but the customer has requested evaluation of the perforator.